Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This device is not marketed or manufactured by zimmer biomet in the us; however, this report is being filed as a similar device is marketed or manufactured by zimmer biomet us under 510k number k051411. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is 1 of 2 MDR's filed for the same event (reference 1825034-2016-01479 and 3002806535-2016-00738).

Event description:
Patient's right hip was revised 6 days post-implantation due to dislocation. The acetabular bearing was removed and replaced with a polyethylene liner.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI - (B)(4). Review of manufacturing history found no evidence of product non-conformance. Dimensional analysis of the ceramic head were noted to be conforming to print; therefore, device likely left the manufacturer conforming. Scratches were noted on the ceramic head, likely caused from contact with the metal cup while dislocating from the bearing. A conclusive root cause of the event could not be determined with the available information.